Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation and functional testing of the device an error code related to o2 flow was identified. It was determined the active exhalation control module was defective. No repairs were completed. The device was processed as scrap. There were no visible foam particles in the device.